Event description:
Subsequent to the initially filed medwatch report, additional information was provided. The graftmaster stent became damaged during advancement due to interactions with the heavily calcified lesion. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. In this case, it is possible the device may have interacted with the heavily tortuous, 99% stenosed lesion during advancement, resulting in the reported failure to advance and material deformation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a dissection in the left anterior descending artery. A 3.50x19mm rx graftmaster stent delivery system (sds) was advanced however failed to cross the lesion. The dissection was treated with another stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.